Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-02282,2281,2280,2279,2278,2277,2276,2275,2274,2273,2272,2271,2270,2268,2267,2266,2265,2264,2263: test 1,2,3,4,5,6,7,8,9,10,11,12,13,15,16,17,18,19,20 of 20).

Event description:
User reported 20 false positive results. No information regarding additional tests. This is report 14 of 20.